Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a ablation procedure. The intellamap orion catheter operation and ablation was performed in coronary sinus (cs), right ventricular outflow tract (rvot), and cusp for premature ventricular contractions (pvc) treatment. After approximately 20 energizations with an unspecified ablation catheter, the patient's blood pressure gradually decreased. Echocardiography of the body surface was performed which revealed pericardial effusion. A drainage was performed and a 270 ml of pericardial fluid was drained, and blood pressure increased. It was concluded that further treatment could no longer be continued, and the procedure was discontinued. The physician made the comment that there was a high possibility that perforation has occurred while operating catheter ablation in cs.